Manufacturer narrative:
Review of the pump¿s black box revealed related rebooting events. The total daily dose history was appropriate for the user programmed basal rate. A battery compartment crack was observed. The battery cap threads were damaged and the cap could not secure properly to the pump; a power issue was duplicated. A test cap was able to secure properly to the pump. A power issue was not experienced with a test cap. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Unrelated to the complaint, investigation revealed the display screen was discolored. The keypad was found to be torn. Evaluation revealed all keypad buttons were intermittently responsive. There was evidence of keypad contamination found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging the patient&#38112;blood glucose on (B)(6) 2015 was 540 mg/dl with extreme thirst, extreme urination, nausea, and chest pain. It was reported the patient was hospitalized and treated with insulin via injection and intravenous fluids. It was reported the battery compartment was cracked and the pump experienced intermittent power issues. The reported health event does not qualify as a serious injury. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.